Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It was reported that the device was discovered to be broken during pre-operative planning.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. The complaint is considered confirmed as the returned device is fractured. All of the pieces were returned for evaluation. Visual inspection of the device found that it was fractured obliquely across the intercondylar space. The device was manufactured in march of 2014 and had an approximate field life of four (4) years with an unknown frequency of use. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no were trends identified. CAPA (B)(4) investigation into this issue determined that the likely root cause for the tasp fractures is bending/torsional loading on the device. A notification was sent to the field on august 7th, 2014 to provide additional clarifications relating to the instructions for use of the tasp construct for all persona users on file at the time of the field notice. Ps tasp top components and standard (non-cps) tasp bottom components have been modified to prevent fracture. The fractured tasp component in this complaint was manufactured before the design modification. The root cause is considered to be a previously addressed design issue. A summary of the investigation was not sent to complainant as it was not requested and was not a case of misuse of the device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a tibial articular surface provisional was found broken during pre-operative planning. There was no patient involvement.